Manufacturer narrative:
This supplemental report is being submitted to provide the correction and additional information. Updated fields: d4, g1, h2, h11. Corrected fields: b5, d4 - expiration date (removed), d10, g4, h6, h11. H6 component code - g02005 (removed), h6 investigation findings - c19 (removed), h6 investigation conclusions - d14 (removed), d12 (removed). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the blackout was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited an occasional blackout. There was no patient involvement.

Manufacturer narrative:
The device was returned to the regional repair center for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited damage on the charged coupled device unit. There was no patient involvement.